Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Evidence indicates that the separated header was caused by external stress during the explant procedure. Laboratory analysis concluded that this header damage likely caused or contributed to the clinical observations. Manufacturing enhancements have been implemented to make the header bond more robust.

Event description:
--

Manufacturer narrative:
This product issue will be updated when device evaluation is complete.

Event description:
Boston scientific received information that during the elective procedure to replace this device, the header completely detached from the device. It was noted that the physician did not use excessive force. No adverse patient effects were reported.